Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is not working on mains. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) observed and found same checked all fuses are working ok. But power supply looks defective and fan is not working so power supply need to be replaced. Power supply replaced standby power supply in machine and checked machine working ok. Performed all functional check successfully and machine handed to the customer in working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).